Manufacturer narrative:
The customer was sent a replacement breastpump. In follow up with the customer on (B)(6) 2017, the customer stated she was diagnosed with mastitis by her physician.  She was prescribed 2 different antibiotics on (B)(6) 2017, and she had to have her breast drained by a breast specialist.  The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2017, that she was experiencing low suction with her pump in style advanced starter breastpump. She also reported she had mastitis.